Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultra meter had a cracked casing after being dropped. On (B)(4), 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6), 2010 at 6:00 am the patient dropped the reported meter while attempting to test her blood glucose level and the casing cracked and broke. The patient was unable to obtain a fasting blood glucose reading. After getting out of bed, the patient fainted and fell, hitting her arm on the bathroom sink. The patient revived by herself, and then ate breakfast and felt better afterwards. She did not take any insulin. At 6:00 pm the patient took herself to the emergency room for the large bruise on her arm which was injured when she fell; she was experiencing no other symptoms of high or low blood glucose levels. In the emergency room the patient's blood glucose level was tested to be 350 mg/dl and 376 mg/dl. The patient was treated with insulin. The patient manages her diabetes with 70/30 insulin taken on a sliding scale based on meter readings. The meter was replaced. The patient allegedly became hyperglycemic after not being able to test her blood glucose level due to the meter casing issue, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.